Event description:
The consumer reported that the patient experienced a sudden loss or change of therapy in 2016. Therapy only helped the patient for the first 3 months. The patient tried all of the programs, adjusted settings, had a reprogramming session with the manufacturer re presentative, and then tried all of the programs again and it still wasn't helping. There were no trauma or falls that could be related to the issue. The patient was diagnosed with a urinary tract infection (uti) about a month ago. The patient hadn't had another programming session since last spring in (B)(6) 2016 as they moved. The patient saw a urologist and was referred to another health care provider (hcp) that was familiar with the therapy. The patient hadn't met with the new hcp yet and would call to get their records transferred. The patient was considering having the device removed. The patient felt stimulation. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.